Event description:
Pt returned patches after report of electrode pulling apart the first day and the pt had continued to use electrode. Two areas noted on left shoulder of slightly reddened areas similar to scratches without open skin. Pt states she was "burned" by eletrode.